Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the therapy cable assembly. The customer provided physio with a new therapy cable assembly from their inventory. Physio then confirmed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
Physio-control was servicing the customer's device for a non-critical issue when it was discovered that the device would not detect that the therapy cable assembly was connected to a test load. While in paddles lead ECG the unit would not display any data and when the charge button was pressed, the unit prompted to "connect cable." As a result, defibrillation was not possible. There was no patient use associated with the reported event.